Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per the end user the control box has stripped wires. The drive shaft is hollowed out. The foot board is cracked. Hand pendent wires are coming out and the pins are broken.